Event description:
It was reported that the neptune rovers at the customer account are very loud and have allegedly caused hearing loss and increased stress levels over the year. There were no reports of medical treatment or intervention required as a result of this event.

Event description:
It was reported that the neptune rovers at the customer account are very loud and have allegedly caused hearing loss and increased stress levels over the year. There were no reports of medical treatment or intervention required as a result of this event.

Event description:
It was reported that the neptune rovers at the customer account are very loud and have allegedly caused hearing loss and increased stress levels over the year. There were no reports of medical treatment or intervention required as a result of this event.

Manufacturer narrative:
This is a general product complaint, not against a specific unit. The account did not request service of the units. If additional information becomes available a follow up will be submitted. This is a general product complaint, not against a specific unit. The account did not request service of the units. If additional information becomes available a follow up will be submitted.

Manufacturer narrative:
Updated customer contact information.